Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up arrow button response due to corroded keypad traces. The insulin pump was received with normal operating currents and passed the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the electronic assembly during visual inspection.no cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and alarmed button error. Customer's blood glucose level was over 400 mg/dl. She took a shot to treat her blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.